Event description:
It was reported that the patient's inflatable penile prosthesis had failed mechanically. The system was replaced with a 100ml reservoir, pump, and 18cmx12mm cylinders. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient's inflatable penile prosthesis had failed mechanically. The system was replaced with a 100ml reservoir, pump, and 18cmx12mm cylinders. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device analysis: malfunction was reported. The ams700 cylinder was visually inspected and functionally tested. There was a leak in one cylinder that was the result of a sharp instrument consistent with explant damage. The other cylinder performed within specifications. The pump was not functionally tested due to the reservoir leak. The product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen as the reported device problem cannot be confirmed. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.